Event description:
It was reported that a person using the ilet with a dexcom g7 experienced hyperglycemia, with a highest cgm reading of 258 mg/dl lasting about seven hours, while using a contact detach steel infusion set on the abdomen; the event followed a dinner that was announced as less than needed and included cheese curds and chocolate ice cream, and glucose later trended to 174 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alerts or alarms reported, no hospitalization, and completion of troubleshooting and education. Investigation included review of use history and user report regarding meal announcement and infusion set details. Investigation of this case revealed user-related underestimation of meal size as the probable cause of the hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement.